Manufacturer narrative:
Continuation of d10: product ID dvea3e4 ICD implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the patient¿s follow-up visit it was found that the patient developed a flycten/blister on the left edge of the sub-sternal wound. The blister had been discovered for a maximum of three days, measuring a maximum of 1cm with no discharge and was painless. The patient was administered an oral antibiotic and topical antiseptic. The device remains in use. The patient is a participant in a clinical study. It was further reported that the antibiotics were prescribed due to a suspected infection of the sub-sternal wound. The event was noted as resolved three weeks after medications were administered. It was further reported that the implant tunneling tool was suspected to be related to the reported infection following implant. No further patient complications have been reported as a result of this event.